Manufacturer narrative:
Eval summary: the pt is (B)(6), resulting in a bmi of 32 which is considered obese; a cause of plantar fasciitis is being overweight. The severity of the heel pain is noted as mild, and the treatment is physical therapy. X-rays rec'd, show some calcification formation above the greater trochanter of the operative hip. Other causes for plantar fasciitis include excessive exercise, poor fitting shoes, or poor foot alignment while running or standing. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l info be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing pain and planter fascitis.